Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified red particle material on the shell and cloudy. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to a2: partial patient dob: year 1988.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Correction to aware date of the parent record in mw 2508525 and 2659521: 10/jan/2022. Additional, changed, and/or corrected data: b6.